Event description:
It was reported that the patient with this pacemaker had two syncopal episodes. Technical services (ts) was consulted and reviewed stored data, with only a right atrial automatic threshold (raat) suspension and a right ventricular automatic threshold (rvat) suspension noted and no device issues. No information is available from the field. This device remains in service. No adverse patient effects were reported.